Event description:
The doctor reported that priming and tuning passed, but an IV pole error occurred during testing and the pole could not move. The operation was cancelled. There was no pt injury. No additional info is expected.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 06/20/2007.